Event description:
Customer reported the hold/suspend button to the alarm is missing. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation of the returned product confirmed that the unit hold/suspend button is missing. Therefore, the hold/suspend feature could not be tested. The unit powers on and passed all functional tests performed. However, the battery door is missing and there is corrosion on the flat contacts. Note: the instruction for use statement: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).